Event description:
The customer reported the ventilator alarmed due to an adc failure. The customer reported that the unit was not in use. The product support engineer (pse) recommended to biomedical engineer to replaced the data acquisition to motor controller board cable. The biomedical engineer reported that she replaced the data acquisition to motor controller board cable to address the reported problem. The unit is now back in service.